Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ protector p50j had foreign matter. This was discovered during use. The following information was provided by the initial reporter: when preparing endoxan, coring occurred. Pls identify what the fm is (by ftir) & how it was introduced.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: one protector attached to a vial along with one syringe connected to a injector were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protector or the protector membrane, the needle on the protector penetrated the vial stopper properly, however, it was noted the protector was fitted to the vial at an incline. During our evaluation, a foreign particle was observed inside the vial. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available we are not able to identify a definitive root cause at this time, although it is possible this incident occurred as a result of a poor connection between the protector and vial.

Event description:
It was reported that bd phaseal¿ protector p50j had foreign matter. This was discovered during use. The following information was provided by the initial reporter: when preparing endoxan, coring occurred. Pls identify what the fm is (by ftir) & how it was introduced.